Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the dual port single bladder disposable center arm cuff, part number 60940000200 and lot number 15a05, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2016, it was reported from (B)(6) that a dual port single bladder disposable center arm cuff had a hair inside the sterile packaging prior to breaking the seal. On 26 may 2017, a returned product investigation was performed on the dual port single bladder disposable center arm cuff. The physical evaluation revealed that the returned cuff had a human hair inside the packaging. The size of the foreign object was also outside of zimmer biomet¿s acceptance criteria. The results of the returned product investigation have confirmed the reported event. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of (B)(4) units. Incoming inspections are performed under procedure ¿particulate inspection¿. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done, limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed, housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits, environmentally controlled and clean room gowning procedure used at zimmer (B)(4). To identify a root cause for this issue, a scir was issued to supplier to investigate the issue further. Upon review, the supplier noted that this was the only instance reported to them until this occurrence so it was determined to be an isolated issue due to an employee¿s hair not being completely covered by a hair net. To address the issue, their procedure for ¿working in a controlled environment¿ was reviewed with all production staff. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that before opening the sterile packaging a dark hair was discovered inside the sealing. This was discovered upon incoming inspection. No adverse events were reported as a result of this malfunction.